Event description:
It was reported by repair work order that the upright would not stay in position due to screws being loose/stripped. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.